Event description:
It was reported via an article published in springer nature that a retrospective review was conducted in order to determine the safety and efficacy of water vapor therapy procedures in patients meeting the following criteria: anesthesia-ineligible, recurrent urinary retention, indwelling catheter, at least one unsuccessful trial without catheter (twoc), and under alpha-blocker therapy. The medical record of 136 men who underwent water vapor therapy procedure at three different urological departments between october 2017 and february 2021 were reviewed. The mean age of the patients was 80.3 years, the mean prostate volume was 54 ml, and the mean duration of catheter dependence was 4.8 months. Patient's with a prostate volume less than 20 ml were excluded. 27 of the patients had diabetes and 28 of the patients had neurological disorders. All procedures were performed under local anesthesia and in an ambulatory setting. All procedures were completed successfully without serious perioperative complications. Following the procedures and prior to discharge, all patients received a single dose of 3g oral fosfomycin or an alternative antibiotic. Following the procedure, the patients had a catheter left in place for 1 to 4 weeks in order to allow for sufficient reduction of swelling and a prolonged resolution of obstruction. Further follow-up visits were scheduled after 3- and 12-months post-op. Following the procedure, 6 patients (4.4%) experienced gross hematuria which was treated with insertion of an irrigation catheter for 24-72 hours. 5 patients (3.9%) experienced a urinary tract infection following the procedure. 4 of these infections were managed with oral antibiotics and one patient required hospitalization for parenteral antibiotic therapy. 4 patients required repeated surgical intervention; 3 patients received water vapor therapy again and one patient underwent transurethral resection of the prostate (turp). In the end, 90% of the patients were catheter free 12 months following the procedure. 15 patients died during follow-up with a mean survival of 7.7 months after the procedure. The cause of the deaths was not included in the article. It was not possible to ascertain specific device per patient or facility data from the article. No further information is available. This report is for the deaths reported in the article.

Event description:
It was reported via an article published in springer nature that a retrospective review was conducted in order to determine the safety and efficacy of water vapor therapy procedures in patients meeting the following criteria: anesthesia-ineligible, recurrent urinary retention, indwelling catheter, at least one unsuccessful trial without catheter (twoc), and under alpha-blocker therapy. The medical record of 136 men who underwent water vapor therapy procedure at three different urological departments between october 2017 and february 2021 were reviewed. The mean age of the patients was 80.3 years, the mean prostate volume was 54 ml, and the mean duration of catheter dependence was 4.8 months. Patient's with a prostate volume less than 20 ml were excluded. 27 of the patients had diabetes and 28 of the patients had neurological disorders. All procedures were performed under local anesthesia and in an ambulatory setting. All procedures were completed successfully without serious perioperative complications. Following the procedures and prior to discharge, all patients received a single dose of 3g oral fosfomycin or an alternative antibiotic. Following the procedure, the patients had a catheter left in place for 1 to 4 weeks in order to allow for sufficient reduction of swelling and a prolonged resolution of obstruction. Further follow-up visits were scheduled after 3- and 12-months post-op. Following the procedure, 6 patients (4.4%) experienced gross hematuria which was treated with insertion of an irrigation catheter for 24-72 hours. 5 patients (3.9%) experienced a urinary tract infection following the procedure. 4 of these infections were managed with oral antibiotics and one patient required hospitalization for parenteral antibiotic therapy. 4 patients required repeated surgical intervention; 3 patients received water vapor therapy again and one patient underwent transurethral resection of the prostate (turp). In the end, 90% of the patients were catheter free 12 months following the procedure. 15 patients died during follow-up with a mean survival of 7.7 months after the procedure. The cause of the deaths was not included in the article. It was not possible to ascertain specific device per patient or facility data from the article. No further information is available. This report is for the deaths reported in the article. Information subsequently received from the physician confirmed that the patient's deaths were not related to the water vapor therapy procedure or device. There were no difficulties encountered during the procedures.